Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a low blood glucose event and was hospitalized. The customer explained that he had two christmas dinners and treated himself twice with a lot of insulin through manual shot. The customer stated that when he got home he had bizarre behavior and ended up in the hospital. The customer did not have a meter and blood glucose level at the time of the incident is unknown. The customer gave himself 60 units of insulin and did not eat that much. He has cirrhosis of the liver and was treated for that and not diabetes due to high ammonia. He also reported having an air bubble in the reservoir and being unable to purge it out. The customer declined to schedule training and stated he was going to see the doctor soon. He was assisted on checking the insulin pump settings. The device will not be returned for analysis.